Event description:
It was reported that the lead was revised because it was causing diaphragmatic stimulation. During the lead revision, the lead's lobes could not be undeployed. While attempting to undeploy the lobes, the lead pulled back and was able to be extracted. The lead was extracted and replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.